Manufacturer narrative:
The reported issue is a known issue: - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. - this issue has been reproduced by the r&d team. - the most likely hypothesis is a programmer software issue, and it is corrected with the smartview version 3.18. - the complaint is recorded for trending purposes.

Event description:
Reportedly, a pop-up message is not visible when trying to open a menu. The software seems frozen.